Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing blood glucose (bg) levels that ranged from 200-259 mg/dl. The high bg level was addressed by changing the infusion set site or cartridge and a correction bolus was delivered via the pump. Reportedly, the customer uses humalog in the cartridge for 3 days.